Event description:
It was reported that during a device change out procedure, this patient experience muscle stimulation from this left ventricular (lv) lead, as such the programming was changed to a different vector. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).